Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. Based on the limited additional information provided no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2016: the following is based on medical records provided by the patient's attorney: (B)(6) 2012 - the patient underwent a transabdominal colpopexy and anterior colporrhaphy with implant of a bard/davol flat mesh due to a history of vagina vault prolapse and grade 2 cystocele. Operative details note "small strips of marlex mesh were attached to the stone forceps and retracted to the tract created by the forceps and exited out the vaginal cuff. This was performed bilaterally. Once both pieces of mesh were placed, the mesh was secured to the vaginal cuff with interrupted sutures of 0 prolene. Three sutures were required for each piece of mesh." The peritoneum was closed over the mesh with a running layer of 3-0 vicryl. The mesh strips were attached to the anterior fascia bilaterally with interrupting sutures of 0 prolene. The redundant portion of the mesh was excised. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. Addendum per patient profile form (B)(6) 2019: attorney alleges adverse outcomes related to the device of pain, infection, urinary problems, recurrence.

Manufacturer narrative:
Based on the limited information provided at this time, no conclusions can be made. The operative reports notes that small strips of marlex mesh were used during the repair, as only one product identifier sticker was affix to the implant tracking log indicating a 10 x 14 size mesh was used, it appears that the one piece of mesh was cut into strips for use in the repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. If/when additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2012 - the patient underwent a transabdominal colpopexy and anterior colporrhaphy with implant of a bard/davol flat mesh due to a history of vagina vault prolapse and grade 2 cystocele. Operative details note "small strips of marlex mesh were attached to the stone forceps and retracted to the tract created by the forceps and exited out the vaginal cuff. This was performed bilaterally. Once both pieces of mesh were placed, the mesh was secured to the vaginal cuff with interrupted sutures of 0 prolene. Three sutures were required for each piece of mesh." The peritoneum was closed over the mesh with a running layer of 3-0 vicryl. The mesh strips were attached to the anterior fascia bilaterally with interrupting sutures of 0 prolene. The redundant portion of the mesh was excised. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.